Event description:
Complaint is now reportable based on the analysis completed on 04/21/2006. It was reported that during a coronary drug eluting stenting treatment procedure, while unpacking the 2.50x24 mm taxus liberte drug eluting stent, both ends of the balloon were not maintaining a good profile with the stent. The procedure was completed with another taxus liberte. No patient complications were reported. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis revealed that this device had been prepped for use. A considerable quantity of solidified contrast media was noted inside the inflation lumen and balloon. Further examination of the balloon found that it was partially inflated, either side of the crimped stent. Microscopic examination of the stent found that the struts had splayed outwardly at both the distal and proximal ends, consistent with partial inflation. The condition of the returned device is consistent with device use. The root cause of the reported complaint cannot be confirmed. The shop floor paperwork has been reviewed, and no issues were noted with this review that would have contributed to the reported complaint.